Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programed with the correct time/date and was monitored for three days with a 2.0 basal rate and several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files. The pump was downloaded and all boluses delivered were found at the care link report. No bolus anomaly or history anomaly was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump history does not coincide with the report that their doctor references for their pump and bolus history. Customer indicated that their doctor told them there is a software issue with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.